Manufacturer narrative:
The initial failure description was a "head error" failure during set up. According to the service oder from the technician from 2019-12-29 the head error could be confirmed and the rfc control board (701034051) was replaced. The reported failure "head error" occurred during start up and could be confirmed. Most possible root cause for the head error could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11 contain detailed descriptions to prevent an ¿error head¿. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required.¿. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
After the installation of the device is completed, the err alarm appears and the head prompt appears. (B)(4).